Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s screen assembly was separating from the back housing, consistent with a device bonding issue affecting the display component, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure of bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.